Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1qg1v serial# implanted: (B)(6) 2019 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1qg1v, ubd: 09-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead had come loose and was poking out of their skin. They were looking for a doctor to assist them; physician listings were sent. They stated it happened 2 days prior and was quite painful. They were redirected to their healthcare provider.